Event description:
Dealer states "that the brake broke inside the mechanism. The brake broke when the patient was locking it into place." Warranty (B)(4). No injury alleged.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(4) 2012: (B)(6) - no RMA has been initiated for this issue. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that when the consumer was locking the brakes into place the brake allegedly broke, inside the mechanism. Replacement brakes, handle and handgrips sent out on warranty order (B)(4). No injury alleged.